Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having issue physically placing the cartridge onto the pump. During troubleshooting with tandem technical support, the customer was able to load cartridge onto the pump and complete load process. There was no impact to customer's blood glucose level.